Event description:
Hcp reported device removed because of decubitus ulcer on back, exposing catheter. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.